Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductor was observed. The lead was capped and replaced. Patient is doing well.